Event description:
During a laparoscopic cholecystectomy procedure, the first two clips fired correctly, the following eight clips did not close down all the way and they were pear shaped. A like device was used to complete the case with no patient consequences.